Event description:
I had my fourth child in (B)(6) 2013. I had this procedure done in (B)(6) 2013. It was the worst pain that I think I have ever been in. My doctor sold this procedure to my husband like it was a piece of candy while I was recovering from a c-section. Is it true that doctors get three times more money for performing this procedure than having tubes tied?? Hmmmmmm. I trusted my doctor and didn't research this. I was always coming down the stairs telling my husband that I feel like my uterus is falling out. I have terrible headaches, backaches, night sweats, my arms and legs are numb at night when I lay down. I switched blood pressure medications three times because I thought it was that. Nothing works at times to control my pressure. I feel like I am having a stroke often in the middle of the night. I have so much anxiety that it is hard to take care of my house and my four children. My hands are swollen beyond belief. I look 6 months pregnant. I did two diets and a juice cleanse and couldn't lose a pound!!! I can't believe that this was approved. I am educating myself more each day. I am furious that I made the decision to have this done and will never buy another product that bayer makes ever again. I hope they go bankrupt.